Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The information contained in this report was found during btg's post market surveillance activities of a review of literature article "five-year outcome of conventional and drug-eluting transcatheter arterial chemoembolization in patients with hepatocellular carcinoma" - yi-sheng liu, et al. This retrospective study included 273 patients who received ctace (n = 201) or deb-tace. Tumour response, survival, and adverse events were evaluated over a 5-year follow-up period. A 72 of the group were injected with 2 ml of 300-500 micron deb combined with 70 mg of doxorubicin. An additional volume(s) of deb was injected if "near stasis" was not obtained after the first injection until "near stasis" was achieved. The amount of beads injected was based upon the manufac-turer's instructions. The paper described the following adverse events associated with the deb-tace group: aspartate aminotransferase (got) - 46 cases not normal; alanine aminotransferase (gpt) - 47 cases not normal; bilirubin - 14 cases not normal; albumin - 12 cases not normal; 2 cases of cholangitis. All serious ae were classified as cholangitis, none as biloma. The patients were followed to final follow-up. 39 patients died within 5 years of treatment (disease progression); 1 survived more than 5 years and 16 survived to final follow-up. Death of the patients was not attributed to the device - but was a consequence of disease progression. No device failure or malfunction was reported. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final. (B)(4).

Event description:
As part of post market surveillance activities a review of literature article "five-year outcome of conventional and drug-eluting transcatheter arterial chemoembolization in patients with hepatocellular carcinoma" - yi-sheng liu, et al. This retrospective study included 273 patients who received ctace (n = 201) or deb-tace. Tumour response, survival, and adverse events were evaluated over a 5-year follow-up period. A 72 of the group were injected with 2 ml of 300-500 micron deb combined with 70 mg of doxorubicin. An additional volume(s) of deb was injected if "near stasis" was not obtained after the first injection until "near stasis" was achieved. The amount of beads injected was based upon the manufac-turer's instructions. The paper described the following adverse events associated with the deb-tace group: aspartate aminotransferase (got) - 46 cases not normal; alanine aminotransferase (gpt) - 47 cases not normal; bilirubin - 14 cases not normal; albumin - 12 cases not normal; 2 cases of cholangitis. All serious ae were classified as cholangitis, none as biloma. The patients were followed to final follow-up. 39 patients died within 5 years of treatment (disease progression; 1 survived more than 5 years and 16 survived to final follow-up.